Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection between a drain bag and the tubing of a capd disconnect y set leaked. This event occurred during use with patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection noted that the port tube was sealed to the outside of the bag. Leak testing, clear passage testing, and clamp function testing were performed. The leak testing failed due to the port tube defect. The reported issue was verified. The cause of the event was manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.